Event description:
It was reported that during a paroxysmal a-fib procedure an error code 61001 was observed. While the reporter was calling to report the issue the patient developed a pericardial effusion. This was noted at the time of the transseptal puncture was performed. The clinical account specialists (cas), stated that an aortic pressure tracing was observed on the transseptal needle. Transthoracic echocardiography was performed and a cardia thoracic surgeon was brought in to evaluate the patient. No pericardiocentesis was performed and it was determined that the patient was stable and will not require any intervention. The patient will be admitted in the hospital for observation overnight.

Manufacturer narrative:
No product analysis was performed since the product was not returned to bwi for analysis. DHR review could not be performed since the lot number was not provided by the customer. Concomitant products: carto 3 system us, catalog #: fg540000, serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). Stockert 70 system us, catalog #: s7001, serial #:(B)(4). Soundstar us, catalog #: sndstr10, lot #: unknown. Ez steer thermocool sf nav us, catalog #: bni35fjh, lot #: 15635797l. Lasso nav variable eco split us, catalog #: d134301, lot #: 15362507l. (B)(4).